Event description:
The hcp reported at pump replacement about 3 months ago, they discovered that there was a problem with the catheter so they programmed the pump to minimum rate mode since they believe the patient was not getting the medication. The hcp did not have the details at the time of the report of the catheter problem at the time of implant. This was the first refill since the pump exchange and the hcp wanted to program a bridge bolus but the lowest dose the pump will allow for the bridge bolus was too high. The patient was doing well in minimum rate mode and options were reviewed. The hcp stated they would let the pump run and bring patient back. The pump was used to deliver hydromorphone and bupivicaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8590-1, lot # n152935, implanted: (B)(6) 2008, product type accessory. (B)(4).